Event description:
This (B)(6) female with significant history including synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, abnormal stress test, history of smoking, diabetes mellitus, coronary artery disease and coronary percutaneous revascularization underwent successful stenting of the proximal left internal carotid artery on (B)(6) 2011 and was discharged the following day. Five days later the patient was found unresponsive and when emergency services arrived they witnessed 2 seizures. CT scan showed a left sided subarachnoid hemorrhage. It is unknown if the patient may have had a seizure which caused her to fall and sustain trauma that led to the subarachnoid hemorrhage, or if she suffered a hemorrhage which led to the seizures. The patient was intubated, but eventually expired on (B)(6) 2011. The event was deemed unrelated to the index stent and procedure by the implanting physician per the site.

Manufacturer narrative:
Adjudication minutes reviewed. Additional information received notes that there was an 80% in-stent restenosis of the precise stent placed in the left internal carotid artery. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated to reflect receipt of adjudication minutes. Adjudication notes reviewed and state that the progress note from the day the patient expired also reported an 80% in-stent occlusion in the left ica. This (B)(6) female with significant history including synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, and abnormal stress test, history of smoking, diabetes mellitus, coronary artery disease and coronary percutaneous revascularization underwent successful stenting of the proximal left internal carotid artery on (B)(6) 2011 and was discharged the following day. Five days later the patient was found unresponsive and when emergency services arrived they witnessed 2 seizures. CT scan showed a left sided subarachnoid hemorrhage. It is unknown if the patient may have had a seizure which caused her to fall and sustain trauma that led to the subarachnoid hemorrhage, or if she suffered a hemorrhage which led to the seizures. The patient was intubated, but eventually expired on (B)(6) 2011. The event was deemed unrelated to the index stent and procedure by the implanting physician per the site. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if the patient may have had a seizure which caused her to fall and sustain trauma that led to the subarachnoid hemorrhage, or if she suffered a hemorrhage which led to the seizures. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15349687 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.